Event description:
It was reported that the ventilator generated four technical error codes indicating blower communication error, ambient air temperature range error, inspiratory flowmeter temperature sensor range error and air humidity sensor range error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the unit alarmed for turbine module communication error, ambient air temperature sensor range error, inspiratory flowmeter temperature sensor range error and air humidity (rh) sensor range error. Our field service engineer investigated the ventilator and solved the issue by replacing the turbine. The software version was reloaded and the air inlet filter was replaced as it broke when the unit was disassembled.

Event description:
Manufacturers ref: #(B)(4).